Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was reported via social media that the day of the event the patient was taken to the hospital by the reporter as the ¿blood sugar was so low for too long¿. The cgm reading was inaccurate at that time, but no specific readings were reported. The patient was having severe neurological issues and could not remember the reporter´s name, and had memory loss and was confused. No further information was received regarding what was done at the hospital, and how long the patient stayed there. At the time of the report the patient´s current condition was unknown. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.